Manufacturer narrative:
Insulin pump was received with no button error alarm. Unit received with intermittent button response due to moisture damage keypad trace. Missing end cap sticker was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was over 400 mg/dl. The customer did not treat his blood glucose level. The insulin pump was exposed to moisture a few months ago. He was unable to clear the button error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.